Event description:
It was reported that the patient presented in the emergency room after experiencing inappropriate shocks due to episodes of over-sensed noise exhibited by the right ventricular (rv) lead. Upon review, it was noted that the rv lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.